Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 07/02/2020; the returned product underwent evaluation and analysis. Additional information was also received on 7/16/2020, the information is included in this MDR submission. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting a cerebral aneurysm, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30296218) was used; the lvis® 3.5 stent (microvention-terumo) was the first stent used; the solitaire¿ stent retriever (medtronic) was the second stent. Both stents were impeded in the same position in the microcatheter when the stents were being advanced inside the microcatheter. There was no visible kink observed on the microcatheter. The physician removed stent and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter and completed the procedure using the original stents. There was no blood flow restriction or reduction as a result of the reported issue; the event did not cause any procedural delay. There was no report of any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Additional information was received on 7/16/2020. It was reported that there was no visible kink observed on the microcatheter. There was no blood flow restriction nor reduction as a result of the reported issue; the event did not cause any procedural delay. Investigation summary: the non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in a pouch. Visual inspection was performed on the device, no damage was observed. A microscopic inspection was performed, no damage was observed. Functional evaluation: the microcatheter was flushed using a lab sample syringe. After flushing, a .018¿ lab guidewire was introduced in into the microcatheter and advanced. The guidewire was able to advance and passed through the microcatheter without any issue. Dimensional measurements: the inner diameter (ID) and outer diameter (od) of the returned microcatheter were measured and the measurements were within specifications. Hub ID = .0215 inch; specification: .021 inch minimum. Distal ID = .0215 inch; specification: .021 inch minimum. Actual microcatheter od (45cm from distal end) 0.0348 inch; specification: max. 0.0375 inch. A review of manufacturing documentation associated with this lot (30296218) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the stent-assisted coil embolization procedure, both stents became impeded in the same position in the 150cm x 5cm prowler select plus microcatheter during the attempt to advance the stents. The reported issue was not confirmed through functional evaluation of the returned microcatheter. The returned device underwent visual and microscopic inspection; no damages were observed. A guidewire was advanced through the microcatheter without any issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, ethnicity, and medical history were not provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30296218) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure targeting a cerebral aneurysm, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30296218) was used; the lvis® 3.5 stent (microvention-terumo) was the first stent used; the solitaire¿ stent retriever (medtronic) was the second stent. Both stents were impeded in the same position in the microcatheter when the stents were being advanced inside the microcatheter. The physician removed stent and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter and completed the procedure using the original stents. There was no report of any patient adverse event or complication.